Event description:
The customer observed non-reproducible, falsely elevated vitros trop I es results on multiple patient samples and precision testing done for troubleshooting in 2009 on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to multiple subsystem modules returning the vitros eciq to expected operation. Following the service activity, the customer has had no additional occurrences of non-repeatable falsely elevated results. The root cause is instrument related.